Event description:
The advocate stated the (B)(6) customer tested her blood glucose using her contour link meter and received readings of 1.9, "lo" and 1.2 mmol/l. She retested using her contour and received a reading of 7.8 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips and a new link meter were sent to the customer.